Manufacturer narrative:
One cadd® cadd-prizm® vip system was returned for analysis. The customer's reported problem was "bad cassette sensors". A visual inspection found the pump to be in good physical condition. Evidence of reported problem in event log revealed high pressure alarm messages after pump started. Attached a cassette into pump and performed pressure switch test. No problem was found with the pump displaying "wrong cassette or high pressure" alarm messages. No signs of fluid ingression. What caused the reported problem was determined to be unknown. Who caused the reported problem was determined to be unknown.

Event description:
It was reported that a cadd® cadd-prizm® vip system had bad cassette sensors. There was no report of patient involvement.